Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was then used to complete the procedure. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vascular closure device (vcd) and non-cordis sheath were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. When the button was pressed, it would not depress at all, and the indicator window showed solid black without any red during retraction. The device was not deployed outside the patient, and the operator was trained in its use. The device was used after a carotid stenting. An 8f non-cordis sheath was used. The femoral artery was punctured. The user is trained to the device. The vcd was used in an interventional procedure and was stored and prepared according to the instructions for use. The procedure used a retrograde approach, and no device or package damage was visible prior to use. Angiography verified femoral artery suitability, with vessel diameter confirmed to be at least 5 mm. No calcium, plaque, nearby stent, or stenosis greater than 50% was present, and the site had not been previously closed within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before vcd use. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed; however, it could not be performed completely, as when the guard was attempted to be locked, resistance was felt which impeded the deployment of the indicator wire. Additionally, it was denoted after a review of the delivery shaft distal end that the indicator wire port was blocked with the material of the swollen plug and dry blood, which was found present as well inside the indicator wire port after the plug was removed by cutting the edges of the delivery shaft. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button)-frozen/locked¿ could not be evaluated through analysis of the returned device as the delivery shaft was observed completely obstructed by a dried swollen plug, which impeded testing of the deployment mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine the factors that may have contributed to the deployment lever depression issue, as the received condition of the device compromised the testing of the mechanism. The dried, swollen plug was obstructing the indicator wire port preventing deployment. As this dried material would not likely have been encountered during use in the procedure, it is possible that prolonged swelling of the plug contributed to the issue experienced by the customer. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcds during the procedure. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was then used to complete the procedure. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vascular closure device (vcd) and non-cordis sheath were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. When the button was pressed, it would not depress at all, and the indicator window showed solid black without any red during retraction. The device was not deployed outside the patient, and the operator was trained in its use. The device was used after a carotid stenting. An 8f non-cordis sheath was used. The femoral artery was punctured. The user is trained to the device. The vcd was used in an interventional procedure and was stored and prepared according to the instructions for use. The procedure used a retrograde approach, and no device or package damage was visible prior to use. Angiography verified femoral artery suitability, with vessel diameter confirmed to be at least 5 mm. No calcium, plaque, nearby stent, or stenosis greater than 50% was present, and the site had not been previously closed within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before vcd use. The device will be returned for analysis.